Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt was experiencing difficulty with "positionality" and sensitivity with his ipg, however, he was able to recharge his ipg. The pt was advised to consult with his physician regarding the issue.